Event description:
The customer reported the evis exera iii gastrointestinal videoscope was clogged with a clip. The issue was found during reprocessing prior to a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the instrument channel was clogged with foreign material. The foreign material could not be removed and a forceps or cleaning brush could not be inserted. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the channel mount had foreign objects, the channel cleaning brush could not be inserted smoothly due to deformation of the channel mount unit, the air/water and suction cylinders were discolored, the switch box and grip were deformed, the mouthpiece was shaved, the plug unit was deformed, the image had white dots due to damage on the charged coupled device unit, the scope cover was deformed, the bending section cover adhesive was chipped, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wear and tear damage with customer mishandling and with increasing use/time. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.